Manufacturer narrative:
The affected device was returned to the cmo on (B)(6) 2023 testing, during device testing the cmo found no irregularities and the device was found to be in good working condition. Complaint closed per cmo based on results from testing.

Event description:
End user reports that easytouch pen needles item number 831041 lot 568718p are dull.

Manufacturer narrative:
Initial trend analysis for lot 568718p was conducted, no malfunctions were found. This is the only complaint for lot 568718p. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that easytouch pen needles item number 831041 lot 568718p are dull.